Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine was offline but showing online in remote smart service. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was offline but showing online in remote smart service. A technical support specialist checked the station in disconnected mode and critical mode. The tss verified that the services (data sync, dispensing device, and dispensing maintenance) were stopped and not running. The tss then started the services and rebooted the station. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.